Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing high, out of range, low voltage lead impedance. Diagnostic imaging revealed the high impedance values to be due to clavicular crush resulting in lead failure. Patient required external defibrillation due to an undersensed vf event. It was noted that externalized conductors between the coils were also observed on the lead. A lead revision was attempted but had to be aborted and rescheduled as the patient coded during the procedure due to a non-related breathing condition. Lead was capped and replaced without any complications to the patient. Patient is doing well.